Manufacturer narrative:
Results: the benchmark was kinked approximately 2.5 cm from the hub. The benchmark was fractured approximately 6.0 cm from the hub. Conclusions: evaluation of the returned benchmark revealed a fracture on its proximal end. If the device is forcefully manipulated while being removed from its packaging, the device may become fractured. Further evaluation revealed a kink on the benchmark near the hub. This was also likely a result of forceful manipulation during device removal from the packaging. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that a benchmark 6f 071 delivery catheter (benchmark) was broken upon opening the package. The damage to the benchmark was found prior to use and, therefore, it was removed. The procedure was completed using a new benchmark.